Manufacturer narrative:
Please see MFR #'s 3012307300-2018-02145, 3012307300-2018-02098, and 3012307300-2018-02097 for related device incidents.(B)(6).

Event description:
Patient reported a "no cassette" alarm that occured with two of her pumps. No patient health consequences, but patient conveyed stress as she had to change out the cassette.

Manufacturer narrative:
Cadd cassette's were returned for analysis. Visual inspection performed and product found the product in good condition. Customer's complaint was not verified. The cassette attached properly and did not give any alarms related to no cassette attached. The problem source is unknown. As a preventative action, a notification was sent of this complaint to the production personnel on 9/26/2018.